Event description:
It was reported that during a lap cholecystectomy procedure the device produced scissored clips on unk firings and also had two clips drop from the device. The site used another device to complete the case with no pt consequence.